Event description:
Home patient (hp) reports line of homechoice sets were not priming completely. Hp was able to prime lines after restarting with new supplies. Hp noted pain in shoulder which rn informed her to be due to excess air. Per hp and rn, there was no patient injury of medical intervention as a result of incidents.